Event description:
The customer reported that the system had intermittent communication failed error messages. This error result in x-rays being disabled. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.